Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited tones. Boston scientific technical services (ts) reviewed and observed the crt-d and non boston scientific right atrial lead exhibited pace impedance measurements of greater than 2,000 ohms. There was noise which had the appearance of minute ventilation (mv) oversensing and false atrial tachy response events. Ts recommended programming the respiratory rate trend feature off. The device and lead remain in service. No adverse patient effects were reported.